Event description:
It was reported that during an ablation procedure to treat atrial fibrillation involving an intellamap orion high resolution mapping catheter, one of array splines was found almost detached from the basket when the device was removed from the patient after finishing mapping. The procedure was successfully completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device had a spline detached from the distal region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation involving an intellamap orion high resolution mapping catheter, one of array splines was found almost detached from the basket when the device was removed from the patient after finishing mapping. The procedure was successfully completed with no patient complications. The device has been returned to boston scientific for analysis.